Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir and performed pre-fill reservoir test. The reservoir passed per inspection and no air bubbles anomaly was found during analysis. Checked o-ring for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles in her reservoir. The patient's blood glucose at the time of incident was 126 mg/dl. The customer was having trouble removing the large air bubbles from the reservoir. The customer ended up changing the reservoir and using a different vial of insulin. The reservoir was returned for analysis.